Manufacturer narrative:
Gtin for model 2426-0500 lot 16103035 is (B)(4). The customer¿s report of backflow could not be confirmed. The customer's provided photo and description suggests that backflow occurred, however the disposable sets in use at the time of the reported event were not returned for this investigation and the primary set's check valve could not be tested. The root cause of the backflow issue was not identified.

Event description:
The customer reported that a 1600 dose of doxorubicin was infusing via a secondary set into the primary set of 0.9ns. The doxorubicin was programmed to infuse at 50 ml/hr for 6 hours on the peds/picu profile. At 1800 the infusion was stopped for 2 minutes to give zofran and 0.9 ns flush via PICC line. The doxorubicin was then restarted. At 1900 the 0.9ns primary bag was bulging and orange in color. The secondary infusion of doxorubicin was empty. All clamps were assessed to make sure they were open. Good blood return was noted and the PICC line was soft and flat. The patient had additional monitoring and lasix was given to counteract the extra fluid infused to make sure all the chemotherapy was infused. There was no lasting patient harm.